Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Health effect clinical code of 4581 was chosen to capture the event of pneumoperitoneum. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2023, the patient experienced widespread abdominal pain with partial improvement with an enema. The patient was also treated with an unspecified antibiotic. Later, the patient experienced a worsening of abdominal pain and visited the hospital. The patient was diagnosed with a pneumoperitoneum and received unspecified treatment. At the time of report, the duodopa therapy was suspended. No further information was available.